Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, it was reported that the home patient (hp) had disconnected the patient line extension and connected it to the patient line, reusing the same cassette. The hp had accidentally connected the patient line extension to the wrong line. The hp disconnected the line during fill one and connected it to the patient line and tried to proceed with therapy. The technical service representative (tsr) reviewed the proper setup procedure with the caregiver (cg). The cg was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.